Event description:
Pt implanted with plate and screw, on an unk date, was discovered to have a non union. On (B)(6) 2012, pt had a reaming procedure of the healthy femur for bone graft and the femur with the plate and screws (non-union) had the harvested bone graft applied, the plate and screws were not removed. It was discovered the pt's reamed femur was broken, date unk, due to the canal being reamed too much. Pt was returned to operating room on (B)(6) 2012, the broken femur was revised with a nail. This is 1 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.